Event description:
It was reported that the procedure was to treat a mid right coronary artery (rca). There was a long section of thrombus in the mid rca. An unknown guide wire was easily advanced and an unknown 30 mm balloon was used for pre-dilatation. Intravascular ultrasound (ivus) was performed and then a 4.0 x 28 mm vision stent delivery system was advanced and the stent was implanted. A second ivus was performed and a perforation was observed and the patient's st levels increased. A 4.0 x 12 mm otw graftmaster was advanced to seal the perforation; however, when the device was pressurized, the stent implant did not fully expand. Several attempts were made to fully expand the stent and it would not expand, so while removing the catheter, the stent implant dislodged from the balloon into the proximal rca. An attempt with an unknown balloon to open the artery was unsuccessful and the patient was taken to surgery. The patient died the next day of massive cerebrovascular accident (cva). The physician stated that the death was unrelated to the graftmaster. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information. The 4.0 x 28 mm vision referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to deploy could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use as a potential adverse event that may be associated with the use of jostent coronary stent graft procedures.